Event description:
It was reported that the patient¿s blood glucose level rose to greater than 800 mg/dl for an undisclosed time wearing the pod. The reporter stated they received a message that stated the sensor was not found. The reporter further stated the cannula did insert into their abdomen at the time it of placement, and there was leaking observed at the pod site. The pod was discarded prior to seeking medical attention. The reporter stated that the patient was in school at the time of the event and was advised by their healthcare professional when bg levels are high and not coming down with boluses from the pod, they should remove the pod and administer the insulin via a manual injection which was done by the school nurse. On (B)(6) 2025, the patient went to the emergency room for treatment. The patient was experiencing a headache, their eyes hurt, rapid heartrate, and had trace ketones. The diagnosis received at the time was that they were experiencing high bg levels, but it was not diabetic ketoacidosis. Prior to arriving at the ER, the patient was given insulin by the school nurse. While in the ER the patient was treated with intravenous fluids.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.